Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using 15 bd vacutainer® sst¿ blood collection tubes the tubes under filled. Patient impact was not reported. The following information was provided by the initial reporter," insufficient vacuum."